Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) screen displayed the error message: "system computer needs service". As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) verified the error message on the display. The fsr removed the defective ccm and was unable to download the logs. The fsr installed a loaner ccm and performed release testing. The loaner ccm operated to MFR specs and was returned to clinical use. The suspect ccm was returned to the MFR for further eval. During laboratory analysis, the complaint conditions were able to reproduced while booting up the ccm. The issue was isolated to the pci flex cable, and the complaint condition could be invoked by mechanically agitating the cable. A thorough cleaning of the pci cable edge connector and ensuring a firm robust connection enabled the ccm to boot properly and function normally. If add'l info becomes available o this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.